Event description:
It was reported that this pacemaker device exhibited oversensing. Technical services (ts) reviewed the presenting electrogram (egm) and stated that there was loss of capture (loc) and oversensing of noise. Also, right atrial (ra) lead trend showed significant decrease in pace impedance recently, however they were within the normal range. Ts recommended an in-clinic assessment of lead integrity and to consider an x-ray imaging of the device or lead system for any visible problems or movement. This device and ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).